Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The device has been received, but the evaluation has not begun. A follow up report will be submitted once the failure investigation is complete.

Event description:
Customer reported an overinfusion of dobutamine 250 mg/250 ml. Nurse was resetting pump several times throughout shift due to IV positioning. Device was beeping, although, she doesn't remember if it was related to IV positioning or low volume to be infused (vtbi). In responding to the alarm, she remembers resetting the vtbi to match the original volume (either 30 ml or 50 ml). Although, she does not recall doing so, she assumes, she must have also mistakenly changed the rate from 13.3 ml/hr to 133 ml/hr. Around 1730, the device alarmed and she noted the vtbi was 5 ml. At this time, she noted the rate was at 133 ml/hr and the patient had received an overinfusion. She stopped the infusion and notified the cardiologist. Due to the short half life of the drug, the physician chose to continue the infusion. It was later discontinued at 1900. No harm was reported and no medical intervention was required.